Manufacturer narrative:
A product recall letter was issued to all prism customers who have received prism hiv o plus assay kit, list number 03l68-68, lot number 83104m500. The letter informs the customer of the issue regarding the potential for calibration failures due to the group o positive assay control (opc) exceeding the prism software sample to cutoff (s/co) upper specification. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their calibrator and control values meet specifications. An abbott investigation is ongoing. A follow-up report will be submitted when cause is identified.

Event description:
The customer was experiencing calibration failures due to hiv-1 group o positive assay control out of range high with abbott prism hiv o plus, list number 03l68-68 lot 83104m500. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott investigation has concluded that the cause of the elevated group o control results is an inhibitory factor present in the recalcified human plasma component of the control diluent. This diluent was used to manufacture the hiv-1 group o positive assay control of reagent lot 83104m500.